Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 22:37:12 on (B)(6) 2024. At 23:00:37, an arrhythmia was detected. ECG shows vt from 130-100 bpm degrading to vf with varying/low amplitudes and motion artifact. The device properly detected vt/vf. Vt and vf rate going under the threshold and the varying/low amplitude prevented the lifevest from detecting and treating the patient. The electrode belt was disconnected at 23:53:30 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt ECG "a&b" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There is no indication that the cut cable caused or contributed to the patient's passing as the device was able to detect vt/vf on the date of passing. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on 6/14/2024 while reportedly wearing the lifevest. The device was started up at 22:37:12 on (B)(6) 2024.at 23:00:37, an arrhythmia was detected. ECG shows vt from 130-100 bpm degrading to vf with varying/low amplitudes and motion artifact. The device properly detected vt/vf. Vt and vf rate going under the threshold and the varying/low amplitude prevented the lifevest from detecting and treating the patient. The electrode belt was disconnected at 23:53:30 on (B)(6) 2024.